Event description:
This was reported as a closure using the pre-close technique prior to an interventional procedure. Reportedly, with one of the four closure devices used, the suture did not come out when the plunger was removed. A new closure device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to filing the initial report, the following information was received: this was reported as an arteriotomy closure of the common femoral artery using the pre-close technique prior to an interventional procedure. Four prostyle devices were used. Three of the devices had no issues and worked as intended. Reportedly, on one device, the suture was not present when the plunger was removed. A new closure device was used to achieve hemostasis. Follow up with the account was conducted. It was indicated that there were additional devices returning and all had been used; however, some may have been successfully used. Analysis of the device returned for (B)(4) is consistent with a successfully used device, which aligns with the reported use of a second device for closure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The returned device analysis indicates the device was successfully deployed with no observations. There was no device malfunction or adverse event associated with this device issue. A manufacturing record review will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. A similar incident review will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.

Event description:
This was reported as an arteriotomy closure of the common femoral artery using the pre-close technique prior to an interventional procedure. Four prostyle devices were used. Three of the devices had no issues and worked as intended. Reportedly, on one device, the suture was not present when the plunger was removed. A new closure device was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Further follow up with the account was conducted. It was indicated that there were additional devices returning and all had been used; however, some may have been successfully used. Therefore, (B)(4) was added to this event as it was previously reported that a new device was used to achieve hemostasis. No additional information was provided.